Manufacturer narrative:
Initial and final MDR 1911426 - MDR 3003442380-2024-13933 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event on 14-may-2024 and 17-may-2024. The infusion set was in use for 5 hours. The glucose level was300 mg/dl. No further information available.